Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 4.11e. Retainer ring = black. On (B)(6) 2021 the customer alleged the pump has no delivery alarm. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with minor scratches on lcd window. Thus software was utilized and downloaded trace/history files properly. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. However, no delivery (7) alarm was found on 07/23/2021 17:16:10.000. In summary, the pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm not noted during testing.

Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.